Event description:
Customer reported that while cutting with the microtome, the hand grip of the hand wheel of the rotary microtome came loose from the bolt on which the hand grip is mounted.

Manufacturer narrative:
The investigation indicated the cause for the malfunction was due to the incorrect functioning of the handwheel handle. The hand grip which were mounted on a bolt were not properly held, because of not enough glue between the bold and hand grip was applied. The handwheel was completer replaced, anda performance test was conducted to ensure that the device was working properly.